Event description:
According to the reporter, postoperatively, after a left knee arthroplasty, the patient returned 1-2 weeks post-op with wound dehiscence. The wound was open in the middle, and the surgeon noted that the event was due to superficial sutures not holding. The wound incision was drained, and the wound was debrided. The instrument was tied with interrupted stitches for the two sutures. Another device from a different manufacturer was used to resolve the issue. It was also reported that the surgeon has had three patients come back with wound dehiscence in the same spot.

Manufacturer narrative:
D10 concomitant product: 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#: unknown); cl-830 polysorb 2-0 und 75cm gs22 x36 (lot#: unknown); unknown - sutur, unknown suture product (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.